Event description:
Boston scientific received information that one day post implant, the patient with this system developed a large hematoma. The right ventricular pacing impedances also rose to great than 2000 ohms from approximately 1600 at implant. Subsequent information from the local field representative indicated that the pacing impedances were checked later that day and were around 1960 ohms. It was also reported that the hematoma was resolving on its own. No changes were made to the system and no plans for revision were in order. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the system displayed additional pace impedance measurements of greater than 2000 ohms. The patient was seen for follow up. All other lead diagnostics were normal. The patient will continue to be monitored. No adverse patient effects were reported.